Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported in clinic that the right ventricular lead channel on the implantable cardioverter defibrillator exhibited noise oversensing resulting in episodes of ventricular fibrillation. The right ventricular leads also exhibited low impedance and were suspected of possible lead fracture. Isometric testing was performed but noise could not be reproduced. On (B)(6) 2021, the device and all leads including the atrial lead were capped and replaced. Related manufacturer reference number: 2017865-2021-36178, 2017865-2021-36180, 2017865-2021-36181.